Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to address the reported event. The fse confirmed the reported error message "2030 sample loader specimen ID mismatch error" was generated in the error log three (3) times. The fse was not able to reproduce the error message. The fse confirmed that the error message did not generate from the host log. Upon further evaluation, the fse found that the pc was never shut down; pc needs to be reset, so that it can send and receive data from the instrument and send out to the laboratory information system (lis). The fse proceeded to reboot the pc and instrument. The aia-2000 instrument was validated by running customer-prepared quality controls, which results passed within published ranges, per the package insert. No further action was required. The aia-2000 instrument was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 19-may-2018 through aware date 19-jun-2019. There were no other similar events reported during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: sample loader specimen ID mismatch error cause: mismatch error detected when comparing preprogrammed specimen ID and ID of specimen arriving at the sample loader. Assay result will be flagged (sp flag). Solution: terminate current task and retry assay operation. If the problem recurs, contact tosoh service center or local representatives. No response to query which sent to pc cause: pc failed to respond within 2 min to query from instrument. Solution: contact tosoh service center or local representatives. Also, immediately stop using the instrument, and inspect integrity of pc system operation. Maintenance states the following: 9.9 controller pc. 9.9.1 maintaining optimum performance. Operating the aia-2000 for extended periods results in a large buildup of information in the database, which can slow down processing speeds and destabilize the system operation. Be sure to periodically follow the procedures listed below. (1) shut down system. (Save current database and change to new database). For detailed description, refer to "chapter 6: 6.13 shutting down operation." (2) close windows. (3) run defrag and scandisk (refer to the help and support features provided for windows). The most probable cause of the reported event was due to the controller pc not being shut down regularly, which would not allow resetting to ensure data was sent or received from the aia-2000 instrument and sent out to the lis.

Event description:
A customer reported getting error message "2030 sample loader specimen ID mismatch error" intermittently with the aia-2000 instrument. The customer also reported that the aia-2000 instrument was assaying samples, but not transmitting them and generated error message "2032 no response to query which sent to pc". The customer requested service to investigate the issue. A field service engineer was dispatched to address the reported event, which resulted in delayed reported of intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.